Event description:
Customer's family member called to report the buttons of the pump were sticking. It stated that the pump was not dropped, bumped, or exposed to moisture. Also it stated that the device had an alarm but was cleared by pressing the select/activate buttons.